Event description:
Patient was prescribed a 5-fu home infusion via a halyard eclipse 270 ml pump lot # 0202780315 for 46 hours. Upon arrival to the cancer center it was noticed the contents never infused. Both clamps were open, no kinks in the lines. Disconnected the cadd ball and the port needle flushed without difficulty, blood return was easily obtained.